Event description:
The device was implanted for use by this pt in 2001. The vad coordinator reported that this pt experienced two red heart alarms at home in 12/2002, while bending over and did not call anyone to report this. On the event day, the pt came to the hosp for a clinic visit and experienced another red heart alarm while bending over in the clinic. Pt did report that their pump stopped briefly for a few seconds, and then restarted. When the pt was initially connected to the system monitor in the clinic, the nurses reported low voltage advisories. At the time of clinic visit, the pt was in auto mode with normal pump function of 84 bpm, 7.0 lpm, and 83 sv. The pt was admitted to hosp and was experiencing yellow wrench/power limit advisory alarms. The vad coordinator reports that there are no unusual noises coming from pump and the pt's blood pressure is normal.